Event description:
It was reported that "it's broken when cut the skull, blade struck in the skull but not tear any dura. The patient is safe and discharge as normal."

Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture surface on the tool was planar and perpendicular to the stem. It was also noted that the distal bearing of the attachment had a gravely feel and sound. The location of the fracture along with the fracture surface characteristics are consistent with the application of a bending force being applied to the tool. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."